Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -8.5/2.5/78 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. Refractive change overtime was observed. Cause of the event was user error. Reportedly, "surgeon used wrong datas for calculation in ocos, data for os used for od.

Manufacturer narrative:
B1: adverse event should have been product problem in the original MDR submission. B2: required intervention to prevent permanent impairment/damage should have been omitted from the original MDR submission. B5: refractive change over time should be corrected to state refractive surprise. H6: omit 1494 for correction. Additional information: b5: the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.5/2.5/78 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was replaced with a same model and length but different diopter lens. On (B)(6) 2022, the lens was replaced with a same model and length but different diopter lens. Cause of the event was user error. Reportedly, "surgeon used wrong data for calculation in ocos, data for os used for od. D6b: explant date: on (B)(6) 2023. Claim#: (B)(4).